Event description:
Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "minimum amount of peri implant fluid and patient has hardening (baker grade IV) and pain". The device remains implanted.